Event description:
An international customer reported a suspect positive cyclesure biological indicator (bi) after a completed sterrad 100s cycle. The media of the bi seemed to have decreased at the end of the cycle. The processed load included two bipolar devices, one rib spreader, one pair of surgical forceps, one transcode, one esmarch rubber bandage and three stainless steel devices. All the contents of the load were recalled except for one device that was used on a patient. No harm or injury has been reported due to this event. The bi was placed in the lower back of the chamber during processing. The results of the previous and subsequent bis were negative. A field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
Concomitant devices: bipolar device - model number unknown. Rib spreader - model number unknown. Surgical forceps - model number unknown. Transcode - model number unk. Rubber bandage (esmarch) - model number unknown. Stainless-steel devices - model number unknown. (B)(4). The fse ran an empty chamber test (2 times) and the results of the processed b'is were negative.

Manufacturer narrative:
Concomitant device: added sterrad 100s sterilizer. Asp investigation summary: the investigation included a review of the device history, the complaint history, service history, trending by product line and system serial number, failure mode and effects analysis and the health hazard analysis. The DHR (device history record) was reviewed and found three ncrs (non conformance reports) were opened due to documentation errors. The issues found in the ncrs did not contribute to the failure mode. The materials were found acceptable and all qa tests passed for this lot. The complaint history for the cyclesure bi did not reveal a trend for suspected positive bi. The service history review of the sterrad 100s sterilizer was not performed to address a positive bi. There was no report of sterilizer malfunction. Trending analysis for suspected positive bi issues associated to the cyclesure did not indicate a significant trend. The fmea (failure mode and effects analysis) revealed a low-safety risk. The hha (health hazard analysis) was reviewed and and the issue is considered to be none/negligible risk. Two cyclesure bis (1 processed and 1 unprocessed) lot 077101 were returned for investigation. The processed bi is the complaint sample. Visual inspection found the cap depressed, the ci disc color was gold, the vial was crushed, and there was no remaining media in the vial. A single tyvek liner and spore disc were noted in the vial. Based on the information available, a definite root cause to the reported issue is not determined. There were no problems found with the returned sample or retain samples from the reported lot. Although the customer reported that the medium seemed to decrease, there was enough media to determine the color. It is unlikely that the positive bi result was attributed by the sterrad 100s sterilizer since there was no report of a sterilizer malfunction. Since the tray data was not provided, load compatibility could not be confirmed. There was no service record performed addressing a positive bi at the time of the event. A service order is not required if the customer did not experience two consecutive positive bi events from the same sterilizer.